Event description:
A report was received that the patient's ipg was heating up. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient's ipg was heating up. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to follow up 1 MDR in field date of this report. Field date of this report should have been 20 october 2017. Additional information was received that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was heating up. The patient will undergo an ipg replacement procedure.